Manufacturer narrative:
A ge service representative performed an on site investigation and could not duplicate the failure. He erased the system nodes and performed a clean install of the system software. The system was found to be operating as intended.

Event description:
The customer reported the 9900 system was getting an error message after five minutes of fluoro and then became disabled. The system had to be rebooted to continue the procedure. No pt injury was reported.